Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report the receiver was warm to the touch on (B)(6) 2015. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. Based on external visual inspection, the receiver had some scuff marks. No errors were found during internal receiver visual inspection. A review of the receiver data log found no errors. The receiver passed receiver functional testing. No moisture damage detected. No burn marks or components overheating. No short circuits found on the receiver board. No ntc alarm. The receiver was able to be charged to 100%. The receiver does not overheat with or without the charger. The customer complaint was not confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).